Manufacturer narrative:
The patient was reported to be over 18 years old. The 510k number is k112994. According to the complainant, the device is not available for return; therefore an evaluation could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a stone removal procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the physician dilated the papillary and then tried to remove the device from the endoscope. However, due to severe resistance it could not be removed. The physician attempted to remove it forcibly, and the catheter broke. The distal part with the balloon remained inside the scope. It was confirmed that no fragments of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.